Event description:
Six phs total knee packs were opened (lot# 1178757), catalog#: 622258). All or packs had contaminants. Four contaminants were in the lap sponges; 1 dust in pack: 1 stockinet issue. The lap sponges found in the phs packs are made by medical action. Vendor item#: (B)(4). Description: sponge, lap 18x18 pre-washed. Warehousing: (B)(4). One medical action lap sponge lot (lot#pl1411f01) was known to be seriously contaminated with particulates. It is unk if the lap sponges in these 4 lap packs were lot #pl1411f01, as the focus at the time was on the phs pack itself. Focusing on medical action for the lap sponges in packs: (B)(4). Phs packs =(B)(4). Same reporter in mw5043161- mw5043178.